Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported, the customer's insulin pump was frozen. The customer stated changing the infusion set and reservoir resolved the issue. The customer also reported receiving no delivery alarms. Customer's blood glucose was unknown. No additional information provided.